Manufacturer narrative:
Balloon pressure not within specifications.

Event description:
An aus device was implanted on 10/30/87. The cuff and pump were revised on 11/18/92. The balloon was removed from the pt and replaced on 7/1/97 due to fluid loss.